Event description:
It was reported that the lead was capped due to oversensing and inappropriate therapy, secondary to insulation issue or possible fracture. No patient complications have been reported as a result of this event.